Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead implanted on (B)(6) 2024 developed a high threshold, 4.8v at 1.5ms. Lead replaced with new lead on (B)(6) 2025. The explanted lead was discarded.